Event description:
The patient was implanted with a left ventricular assist device (lvad) on the left and an acute blood pump system for ventricular support on the right. The vad coordinator called and said that the patient was "clotting off" on his lvad. The patient had an acute event where the flow on both devices acutely dropped. They responded with volume but were unable to recapture decent flows. A ramp echo was performed and despite titrating speeds up to 14000 rpm, the left ventricle dimension did not change. The vad coordinator stated the patient is not a candidate for a pump exchange due to his poor condition. This patient also had an oversewn aortic valve. The hospital administered systemic tissue plasminogen activator (tpa) to see if symptoms would resolve. However, the patient was unsuccessfully treated with tpa and expired on (B)(6) 2014.

Manufacturer narrative:
The report of a suspected thrombus was confirmed based on the evaluation of the returned pump. The examination of the rotor revealed non-laminated depositions situated on and in between the blades of the rotor. The structure of the depositions suggested that they did not develop on the rotor; however, the depositions exhibited areas of denaturing which is an indication that they were likely present while the pump was in operation. The examination of the remaining blood-contacting surfaces revealed depositions of tissue and blood in the lumens of the inlet elbow and outflow graft, in the distal-side of inlet stator, and in the proximal-side of the outlet stator. The areas of the depositions that were in direct contact with the inflow and outflow bearings appeared significantly denatured. The depositions found in the pump and in the outflow elbow appeared to have developed due to a low flow state or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. The examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump was cleaned, reassembled and functionally tested under loaded conditions using a mock circulatory loop and was found to function as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.